Event description:
A cobe cardiovascular customized heart/lung perfusion pack was set up for use in an open heart surgery case. Both the 1/4 inch ID and 1/8 inch ID pvc cardioplegia pumphead tubing segments ruptured, within minutes after the pump was started. No fluid had been introduced when the rupture occurred. Both segments failed in the same location within the pumphead. After the tubing rupture, another pack was opened and the cardioplegia circuit from that pack was used to run the case, without further incident. No pt injury resulted.